Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation (B)(6) 2015. One day later it was reported "the patient returned to the emergency room (ER) with sepsis". We have been unable to obtain additional information surrounding this event.